Event description:
It was reported that during pm, the unit needed a corrective repair. Inconsistent speed was confirmed after final investigation. There was no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4)/. Review of the most recent repair record determined the motor speeds were out of specification on the low end, the control bar was loose, and the device was out of calibration. The motor, sleeve, reciprocating arm, and bearings were replaced, the control bar was adjusted, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.